Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-06738 and 2134265-2015-06678. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a percutaneous coronary intervention (pci) procedure, the motordrive unit was connected with the opticross. However, no display in the motordrive 5 plus and automatic pullback failed. The procedure was completed with manual pullback. No patient complications were reported and patient's condition is good.